Manufacturer narrative:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, to verify appropriate troubleshooting steps following a single occurrence of a gas loss alarm. She reported that the alarm activated once, after which she checked all tubing connections, confirmed there was no blood or discoloration in the helium tubing, and performed a fill followed by pressing start. These actions resolved the alarm and allowed therapy to resume. User reported that the patient was alert and oriented, had a very forceful cough, and had been persistently tachycardic in the 110s since arrival. The nature of the gas loss alarm was reviewed, and it was explained that the alarm was likely triggered by a combination of patient coughing and sustained tachycardia rather than device malfunction. User confirmed she had direct contact information and was advised to call back if the alarm occurred multiple times within an hour for further troubleshooting. She expressed appreciation for the support provided. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.